Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. Patient¿s blood glucose reached around 300-400 mg/dl while wearing the pod for longer than 48 hours on the infusion site (abdomen). Patient was taken off the pump for 10 days. Medication included lantus as the basal and keep pod on for 2 hours until after taking the lantus. Patient¿s mother states last time they changed the settings was a week ago; 1.00 per hour for the basal to 1.2. Patient had a little bit of ketones.